Event description:
The customer reported that the system will not fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep on checked the log files and was not finding strong indicators. He reloaded the software and no current configuration files were available. The system is working as intended.